Manufacturer narrative:
The device was returned, and diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing indicate that there was no speaker sound at start up test. It was determined that the speaker was defective. This is a supplemental report in referenced to MFR report number 1218950-2024-00780.

Manufacturer narrative:
The philips remote service engineer confirmed with the customer that there was no sound coming from the speaker. A replacement mx40 module was sent to resolve the issue. Based on the information available and the testing conducted, the cause of the reported problem was a defective module. The reported problem was confirmedthe customer was provided a replacement device to resolve the issue.

Event description:
Philips received a complaint on the mx40 patient wearable monitor indicating that during annual pm testing a speaker malfunction was identified; no sound was coming from the speaker. The device was not in use on a patient at the time of event, there was no adverse event reported.